Manufacturer narrative:
No non-conformity was found after okb reviewed all manufacturing and qc records of the suspected meter (serial#: (B)(4)) and strips (lot#: d200703-1). The meter was shipped to pdc on (B)(6) 2019. Strips were manufactured on (B)(6) 2020 and will expire in 07/2022. Because the suspected bgms was not returned to okb, the retained meter (serial#: (B)(4)) was used to re-test, and the complaint situations did not occur. Besides, desiccants of retained strips (lot#: d200703-1) from okb's warehouse were still functional. Retained strips were used to re-test with in-house meter (serial#: (B)(4)) and control solution (level low: batch# 9ah1a99, exp. By feb., 2022; level high: batch# 9ah3a16, exp. By jan., 2022), and results (level low: 61/58; level high: 271/280) met the acceptance criteria (level low: 35~85; level high: 220~330). The root cause of the complaint was unable to be verified without the suspected bgms and more users' information. Therefore, the complaint had to be closed out if no further action or information from the user.

Event description:
Caller stated that medical attention was sought on (B)(6) 2020 in the morning (exact time wasn't given). Caller stated that the end-user tested her blood glucose with her prodigy meter and received a result of 76mg/dl. Caller said another blood glucose test was performed and the result was 96mg/dl. A normal result for that time of day is usually around 140mg/dl. About an hour after testing with the prodigy meter twice the end-user started feeling dizzy and the paramedics were called. No food drink or medication was consumed while waiting for paramedics to arrive. Caller was unsure how long it took the paramedics to arrive. Upon arrival the paramedics tested the end-users blood glucose with their meter and received a result around 200mg/dl(caller is unsure of the exact number).caller stated that the paramedics tested the end-user with her prodigy meter and received a result around 70mg/dl(again caller was unsure of the exact number) caller stated that no treatment was given by paramedics and the end-user was not transported to the hospital. Caller did not know what medications the end-user is currently prescribed. No additional information was provided.